Manufacturer narrative:
Other text: one medfusion pump was received cracked and chipped out on both front corners of the top case and a handwritten serial number. The event history log was reviewed and there was a motor rate error. Occlusion test was performed and the motor rate error was able to be duplicated. The issue was caused by a combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The defective components will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no patient involvement.